Event description:
It was reported by the field clinical specialist (fcs) that during a transfemoral transcatheter mitral valve replacement (tmvr) with a 29mm sapien 3 ultra resilia valve in a pre-existing surgical valve, upon initial deployment the balloon ruptured. The first valve was deployed and paravalvular leak (pvl) and under expansion were noted after the balloon rupture. The balloon was removed over the wire and the 29mm commander delivery system (ds) and 16fr esheath+ were removed as one unit. There was difficulty removing the ds at the tissue tract level, the surgeon removed it manually and a surgical cutdown was not needed. A new sheath was prepped and inserted, post dilation was attempted with a 26mm true balloon, pvl improved but did not resolve, so another 29mm sapien 3 ultra resilia valve was implanted inside the first valve. The surgical valve appeared to have caused the balloon rupture. The balloon appeared to have a circumferential tear and some balloon material missing which was brought to the physician's attention. Per imaging review pieces of the balloon material appears to be missing.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Additional information received said that they were unsure where the missing balloon material was, but it did not appear to be in the sheath.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b5, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was able to be confirmed after evaluation of photos provided of complaint device. Available information suggests calcified, pre-existing, non-edwards surgical valve and the potential over inflation of the inflation device likely contributed to the event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation) as provided report suggests the device was prepared with 1cc over recommended inflation volume from the IFU, subjecting the balloon to pressures high enough to be a contributing factor to the balloon burst event. The complaint for system components separates was confirmed based on empirical evidence. Available information suggests that the balloon material from the burst balloon likely contributed to the event as image of returned device show evidence of a burst balloon with full radial tear and potential missing material. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on patient vasculature, which would have then led to the experienced retrieval difficulty. Additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.